Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences when blood glucose were not low. Customer states sensor glucose was 50 and blood glucose was 289 mg/dl. Customer also received a sensor error. Customer reported of having bent sensor cannula. Customer was advised that sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, performed a visual inspection and found the sensor needle was inside of the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.